Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - phone number: full number is (B)(6).

Event description:
It was reported the electrosurgical generator esg-400 displayed an error e433. The issue occurred during setup/inspection for use. There were no reports of patient harm.